Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer had low blood glucose. The customer¿s blood glucose level was 36 mg/dl and current blood glucose level was 283 mg/dl. The customer¿s was treated with food and juice. Troubleshooting was not completed. The insulin pump will not be returned for analysis.